Manufacturer narrative:
A ge rep evaluated the system and replaced the frame grabber circuit board. The system operates as intended.

Event description:
The customer reported the system would not produce or display an image. No pt injury was reported.